Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H3. Product analysis product ID # c01a-j; lot no. # el70308 visual inspection confirmed the cement has been used. The cement has dried and hardened in the mixing chamber of the mixer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding the products used for spinal the rapy. It was reported that as per the procedure manual, the cement was mixed and an attempt was made to inject it into the bfd, but the plunger could not be pushed during the third injection. After about 7 minutes had passed, when the bfd was removed and the plunger was pushed in, the cement came out, but when the bfd was refilled again, the plunger could not be pushed. Upon checking the exposed cement, it seemed to have already started to harden, so we opened a new mixer and cement. It is not possible to determine whether there was a problem with the mixer. The reason why the cement did not come out is because it is not possible to determine whether it was caused by the mixer or cement. The event occurred during setting. Another mixer and cement were used. There was no patient involved at the time of event.